Event description:
Caller reported a malfunction on pump, specifically described by malfunction code 0. There was no adverse impact to customer¿s blood glucose level, with levels remaining below 500 mg/dl (27.7 mmol/l). To address the issue, cts decided to replace the pump. Customer was advised to use mdi as backup therapy and informed about receiving a replacement pump with updated software. Cts provided necessary instructions for storage mode and return process of the malfunctioning pump, and customer acknowledged all guidance provided by cts.